Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. One year ago the pacemaker displayed a longevity of four years and six months later, the device reached end of life (eol). Boston scientific technical services (ts) discussed that auto capture may have been in retry a lot, or auto capture may have been programmed on later and the device needs to account for three months of battery at a minimum of 3.5v. This device was explanted and returned for analysis. No additional adverse patient effects were reported.